Manufacturer narrative:
An evaluation is in process. A final report will be submitted when the evaluation is complete. Section a1 - patient identifier complete entry = (B)(6). Section e1 - initial reporter establishment name complete entry = (B)(6). All available patient information was included. Additional patient details are not available. This report is being filed on an international product, list number 08p13, that has a similar product distributed in the us, list number 04z21, with 510k/PMA/bla number k202525.

Event description:
The customer observed a falsely elevated alinity I stat high sensitive troponin-I result generated for a 51-year-old male patient sample. The following data was provided (customer¿s reference range <26.2 pg/ml): pg/ml = ng/l sample ID (B)(6), initial result = 3417.8 ng/l, repeat result = <10 ng/l. Same patient, new sample obtained. Sample ID (B)(6), initial result = <10 ng/l, repeat result = <10 ng/l . No impact to patient management was reported.

Event description:
The customer observed a falsely elevated alinity I stat high sensitive troponin-I result generated for a 51-year-old male patient sample. The following data was provided (customer¿s reference range <26.2 pg/ml): pg/ml = ng/l sample ID (B)(6), initial result = 3417.8 ng/l, repeat result = <10 ng/l. Same patient, new sample obtained. Sample ID (B)(6), initial result = <10 ng/l, repeat result = <10 ng/l . No impact to patient management was reported.

Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, device history record review, field data review and labeling review. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. Review of tracking and trending for the alinity I stat high sensitive troponin-I assay did not identify any trends related to the complaint issue. Additionally, no trends were identified for lot 76537ud01. Device history record review did not identify any nonconformances, potential nonconformances or deviations associated with the complaint lot number. The overall performance of alinity I stat high sensitive troponin-I reagents in the field was reviewed using data gathered from customers worldwide. The patient median values for the complaint lot(s) 76537ud00 and 76537ud01 (which contain the same bulk material as the complaint lot) are within the established limits and comparable to the historical reagent lot performance. Labeling was reviewed and sufficiently addresses the customer¿s issue. Based on the investigation, no systemic issue or deficiency of the alinity I stat high sensitive troponin-I reagent lot 76537ud01 was identified.